Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent oblique lumbar interbody fusion surgery for adult scoliosis at th5-iliac levels(th5-s2ai).on an unknown date post-op, it was found that both side rods at caudal of s1 were broken but the patient was stable and asymptomatic. Removal surgery of clavicle implant was scheduled and the both rods will be removed. No patient complications were reported.